Event description:
Information was received indicating that this smiths medical cadd solis hpca pump failed downstream occlusion won't calibrate. No adverse effects reported.

Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches and cracks on lcd lens screen. The customer stated problem was not duplicated. The device was able to power up and passed the power up self tests including calibration test. No problem found, no repair needed. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
(B)(6) 2021: no patient involvement was reported.